Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, no alert on the g5 mobile application and an adverse event was reported. The patient stated they woke up and saw that the dexcom was showing her glucose was 43 mg/dl. She indicated that there were no alerts displaying for low glucose nor did the dexcom alert her that her blood sugar was low. The patient checked her blood glucose with a glucometer and it displayed a value of 34 mg/dl. The patient informed her friend that she was having a severe low and her friend administered her with a glucagon shot and called 911. When emergency medical services (ems) arrived, they gave the patient a tube of instaglucose in which they had the patient administer herself. At the time of contact, the patient was in normal condition. Data was provided for investigation. A review of the data could not confirm no audio on g5 mobile application. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.